Manufacturer narrative:
H6: the fse found the wipe rinse block broken in half. The fse replaced the rinse block and the analyzer ran without any leaks. (B)(4).

Event description:
The customer reported a diluted blood leak from the coulter lh 780 hematology analyzer, onto the counter. The volume of the leak was approximately 30 ml. The customer was performing a shutdown of the analyzer when the leak was observed. The customer was wearing gloves and a lab coat at the time of the incident. There was no direct contact with the leak and no erroneous results were generated in connection with this incident. A beckman coulter (bec) field service engineer (fse) was dispatched to the facility to evaluate the instrument.